Manufacturer narrative:
06/27/2022 - if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead exhibited infection and erosion with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The implantable lead was explanted.